Manufacturer narrative:
Despite multiple follow-up attempts, no additional information was provided on the reported event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for high blood glucose (bg) levels and diabetic ketoacidosis in the last week; however, no specific dates, bg levels, or event details were provided. It was also reported that the customer experienced elevated blood glucose levels of up to 422 (mg/dl) since (B)(6) 2016. Customer did not have ketones at this time. Customer administered correction boluses to treat bg levels; however, bg levels remained elevated and customer reverted to insulin injections per the recommendation of their health care provider. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer indicated that infusion site would be changed; however, they did not specify when pump therapy would be reinstated.